Manufacturer narrative:
Internal insulation abrasion was noted under the rv shock coil at 4.2-4.3cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observations of noise and decreased lead impedance.

Event description:
It was reported that the patient was admitted to the hospital for inactive pacemaker extraction. The following day upon interrogation, noise on the ventricular channel was observed. Lead noise causing inhibition. Patient complained of dizziness and fatigue. Lead was explanted and replaced with no further complications. Patient was doing well post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
Additional information received indicated that when the patient was admitted for an ablation, the lead was found to be fractured prior to being explanted.